Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 17 days (03feb2024 ¿ 19feb2024 per timestamp). On 08feb2024 from 23:52:34 ¿ 23:52:36 and 13feb2024 from 21:04:52 ¿ 21:05:11, while connected to the mobile power unit (mpu), low power and power cable disconnect alarms activated due to a loss of alternating current (ac). The alarms on 13feb2024 transitioned into no external power at 21:04:56. Both events resolved after external power was restored to the mpu. Pump operation was not affected by the alarms as the backup battery was able to provide support to the system. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Per information provided by the account, the mpu had a v-lock connector, it was unknown how ac power was lost, and the mpu was not removed from service. It was stated that the cause of the alarms was possible user error by the staff. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low power hazard and no external power alarms on 08feb2024 and 12feb2024 while the patient was connected to the mobile power unit.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 17 days (03feb2024 ¿ 19feb2024 per timestamp). On 08feb2024 from 23:52:34 ¿ 23:52:36 and 13feb2024 from 21:04:52 ¿ 21:05:11, while connected to the mobile power unit (mpu), low power and power cable disconnect alarms activated due to a loss of alternating current (ac). The alarms on 13feb2024 transitioned into no external power at 21:04:56. Both events resolved after external power was restored to the mpu. Pump operation was not affected by the alarms as the backup battery was able to provide support to the system. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook, rev. D, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarms was potentially user error. The cause was possible the bedside staff unplugging the power cables at the same time. The mpu had a v-lock connector on the ac power cord, and it could not be confirmed if the power went out or not. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.